Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the fourth firing of the device using a green cartridge, the device only stapled on one side. The patient side was without staples and the remnant side was stapled. The surgeon completed the case by hand sewing and the patient was checked for a leak, which was negative. The surgeon placed a drain related to the event. The surgeon stated that the drivers did not push the staples all the way out; they were protruding from the cartridge but did not get deployed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Based on the photographic evidence, this complication was potentially caused by the sled rail hitting one of the staple cartridge internal towers damaging the sled rail enough to prevent the associated staple drivers from being lifted and deploying staples. Further evaluation will be conducted upon return of the device.

Manufacturer narrative:
(B)(4). With regards to the patient consequence as a result of the elongated time under anesthesia, the splenic vein thrombosis was treated by admitting the patient to the hospital and administering an anti-coagulant drug, coumadin.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers, cartridge. Additional information was requested and the following was obtained: it was the 4th firing near the cardiac notch with a green reload/no buttressing. The same stapler was used the entire case. The tissue was over-sewed. There were no noises due to a manual device being used rather than powered. The surgeon did say that he could feel a difference/tactile feedback was noticeable with the defective load. The inner two rows seemed to be the ones that had the biggest issue forming. The patient did not have any post-op leaks from the misfiring but she did come back with what ended up being splenic vein thrombosis. The surgeon feels it may be correlated with the elongated time the pt was under anesthesia. The analysis found that one device was returned in good visual condition and with an ecr60g reload present. The reload was received with the right side fully fired, left side partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition, the pan was noted to be partially attached to the cartridge. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted jagged. The batch record was reviewed and no anomalies were noted during the manufacturing process.